Event description:
It was reported that during an open gastrectomy procedure, the surgeon was using the device along with reload for anastomosis and resection. While doing this he could not complete the firing sequence as gun was struck in between. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4) - firing knob the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.